Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions,h10. Getinge field service engineer (gfe) replaced pneumatic module assy, rohs. Calibrated device and tested. Returned to the clinical service. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint pim. This part was received with a reported unit failure message of autofill issues. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department received pim without safety disk and fat dept. Used owns safety disk for testing the pim. The failure analysis and testing department verified the failure of autofill tests failed. Pim failed testing. Retaining pim in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had autofill issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.